Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case calcification was confirmed based on medical record provided. Available information suggests patient factors (hyperlipidemia) likely contributed to the event as patient has a history of hyperlipidemia. According to the technical summary, evaluation of reported complaints of svd - calcification events for the sapien xt, s3, and s3u valves did not confirm any manufacturing non-conformances. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Per the instructions for use (IFU), nonstructural dysfunction is a potential adverse event associated with the use of the valve. Growth of abnormal tissue around a prosthetic heart valve, termed as pannus formation, is one of the important causes for nonstructural prosthetic valve dysfunction that may require intervention. Pannus may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Protrusion of the pannus into the valve orifice area may disturb blood flow through the valve and finally result in prosthetic valve stenosis. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate a definitive root cause could not be determined due to limited information provided. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by implant patient registry, approximately 3 years and 10 months post transfemoral tavr procedure with a 29mm sapien 3 valve in the aortic position the valve was explanted. An edwards surgical valve was implanted. Per medical record review, a tee showed severe prosthetic valve stenosis, severely restricted leaflet motion of the prosthetic valve and av mean gradient 62.19mmhg. Per the operative note "there was heavy calcification of the aorta at this stj chest at the level of the distal end of the tavr valve. The tavr valve indeed with extensive degeneration and severe restriction of the leaflets and organized fibrous tissue and pannus both on the valve leaflets and also the tavr frame. A small segment of the aortic valve is calcified at the ncc and rcc. The pannus was growing from the proximal end of the tavr valve into the lv outflow. This was excised.''